Event description:
It was reported via sales that a patient with an implanted aortic bioprosthesis in 2005, underwent an implant of a transcatheter valve inside the previously implanted one due to severe vegetation on the valve. Multiple attempts to obtain additional information from the healthcare provider were declined.

Manufacturer narrative:
Additional manufacturer narrative: the only provided information is that the patient underwent a valve in valve procedure due to vegetation on the valve. Multiple requests to obtain additional hospital records and event details were declined due to privacy regulations. Implantation of a transcatheter heart valve inside a failing one is a less invasive procedure to treat valvular disease. Without return of device and/or additional information, the reported vegetation cannot be confirmed or evaluated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.